Event description:
The report stated that after a radio frequency ablation procedure for liver cancer, a third degree burn was discovered at the location of the two return electrode pads. The pads were placed on the left and right upper front of the leg. The total ablation time was 12 minutes and the impedance mode was used. The patient is being treated by a dermatologist and required a skin graft.

Manufacturer narrative:
Return of incident device and additional information was requested. A follow-up report will be provided if additional information or evaluation becomes available.